Event description:
It was reported when using the bd vacutainer® standard yellow holder the holder separates from the non patient end needle. The following information was provided by the initial reporter. The customer stated: "during the blood sample collection, using a closed system (multiple needle, holder and tubes). During the sample collection, when using the last tube (367856 - pr# (B)(4)), inserts it into the holder and it does not remain fixed in the holder, and moves back."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos from your facility for evaluation. Additionally, we were unable to determine the specific catalog or lot number associated with this complaint. Therefore, a review of the manufacturing records could not be conducted.